Event description:
It was reported that a malfunction alarm with malfunction code 24 occurred, and the pump was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.